Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted on (B)(6) 2016 by a person with unknown relation to the patient to report that the receiver displayed err121 on (B)(6) 2016. The reporter did not report injury or medical intervention. No additional patient or event information is available.